Manufacturer narrative:
The reciproc blue file r25 8/100 25mm 025 returned in loose is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1438196, #1438197 and #1438887). Some unused files vdw batch #224942 were received. This production was found in compliance with specifications (measures + torque test). We can consider that the production vdw batch #224942 is conforming (representative sampling). No fault found, production meets specifications. Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The event outcome is unknown as of this MDR evaluation.